Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email, the customer was experiencing high blood glucose event for four days. Customer does a set change and notices the cannulas have been bent. Follow up call was then made to the customer where she reported she high blood glucose from 366 mg/dl to 514 mg/dl, treated with manual injections. Current blood glucose was 272 mg/dl. Symptoms were dry mouth and cotton mouth. Time on the insulin pump was incorrect. Settings were not reviewed as customer stated they were correct. Tubing clamp was sent to customer and was informed to call back to perform high pressure test. Customer declined further troubleshooting. The insulin pump is not being returned for further analysis.